Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d224trk, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013; product ID 5076-52 , serial # (B)(4), implanted: (B)(6) 2009. Explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that an infection occurred. It was further noted that the patient had developed endocarditis. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.